Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "During pre-use, unit cycles on normal but the unit has unresponsive touchscreen display to touch commands. Screen calibration does not resolve the issue completely the biomed will order replacement.

Manufacturer narrative:
(B)(4). The following information concerning the evaluation of the device by the user facility is a summary of the information provided by the user facility biomedical representative to a carefusion technical support specialist. The user facility evaluated the device and determined the failure was caused by a malfunctioning user interface module. On (B)(4) 2014, carefusion sent the user facility a replacement user interface module for the repair of the device. Carefusion issued a return goods authorization (rga) number for the return of the alleged faulty user interface module for evaluation. As of 01/10/2015, the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a follow up medwatch report will be submitted.